Event description:
As the surgeon was utilizing the plasma blade to cauterize tissue, the tip fell off of the blade. It was retrieved immediately and taken off the surgical field. The procedure was completed using a new plasma blade with no further complications. There was no injury to the patient.